Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported motor error alarm during rewind. Blood glucose was unknown. Performed troubleshooting. Customer did not received the e70 alarm. Dive support cap is normal. Unable to complete the insulin pump rewind due to motor error alarm. Advised to discontinue use of insulin pump and revert to back-up plan per healthcare professional instructions. Customer also mentioned hospitalization due to motor error. Blood glucose at the time of incident was 30 mg/dl. Time and date of hospitalization was (B)(6) 2017. Symptoms related to high blood glucose customer was feeling sick. Customer treated at the hospital. Completed troubleshooting. Insulin pump is being replaced due to motor error. Product is not expected to return for analysis.